Manufacturer narrative:
Section d4: serial number was not provided. Manufacturer's investigation conclusion: the reported event of no external power, backup battery fault, and power cable disconnect alarms was confirmed via the log file. The timestamp of the reported alarms cannot be determined due to the controller clock not being set. Two no external power alarms activated due to disconnecting both power cables at the same time. The backup battery was able to provide power to the pump. The alarm cleared after connecting to a power source. Atypical power cable disconnect alarms activated due to power cable fault on the power cables not associated with a power source exchange. The alarm cleared shortly after activating. A transient backup battery fault alarm activated. The alarm cleared shortly on its own. The alarms did not affect the controller¿s ability to operate the pump at the set speed limit. The hmii system controller was not returned for evaluation and is still in use. Additional information on (B)(6) 2020 stated that the serial number of the controller cannot be provided. A root cause of the no external power alarm was determined to be user error due to disconnecting both power cables at the same time; however, the root cause for the atypical backup battery fault and power cable disconnected alarms was unable to be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power, power cable disconnect, and backup battery fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient currently resides in a nursing facility and denied any alarms or problems with equipment. Upon the log analysis, the clock and date was not set appropriately and all alarms are listed as (B)(6), with no external power alarms, replace backup battery alarms, and power cable disconnects. Log file analysis capture that the default date was caused by all power being removed from the controller which reset the clock to default readings. There was a no external power alarm which occurred twice. The date is unknown due to the clock reset. The site stated that there were no further alarms to their knowledge. The site states that the patient was not making full and proper connections and was disconnecting both power cables at same time. Patient is now supervised during power changes.